Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seal was removed/broken on plunger assembly. The investigation found the device had a cracked on the top case by the tube holders and the handle also cracked on right plunger case and battery door. The pump event history showed a force sensor test error message. A force sensor test error was found at power up and the technician was unable to calibrate the force sensor. The reported issue was caused by contamination found inside the plunger assembly. The root cause of the issue is damage caused by user error. The technician replaced the whole plunger assembly, plunger tube and plunger cable. Performed preventive maintenance (pm) and all functional testing which passed.

Event description:
It was reported that a calibrate force sensor error was observed. No patient injury was reported.